Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the left ventricular lead exhibited high pacing threshold. The lead remained implanted. The patient was in good condition.